Event description:
It was reported that the device would lock up. There was no report of patient use associated with the event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the device lock-up issue. Physio replaced the system and memory pcb assemblies to observe proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the system pcb and found no failures. The root cause of the malfunction was the memory pcb assembly causing various intermittent failures. Further component root cause was not determined.